Event description:
It was reported on that the patient was diagnosed with a bladder infection and was prescribed with a 7-day antibiotic regimen. The patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported on that the patient was diagnosed with a bladder infection and was prescribed with a 7-day antibiotic regimen. The physician reported that it is unlikely that the device contributed to the patient's infection. The patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR review, there were no issues found that would have caused or contributed to the reported issue. As the device was unavailable for evaluation, it is difficult to determine the cause of the reported issue. Infection is an inherent adverse event that is possible with implant procedures. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported on that the patient was diagnosed with a bladder infection and was prescribed with a 7-day antibiotic regimen. The physician reported that it is unlikely that the device contributed to the patient's infection. The patient is expected to fully recover.